Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm on his insulin pump. While rewinding then priming, he received a second motor error alarm. The customer's blood glucose was 123 mg/dl. The customer disconnected from the insulin pump and was able to rewind it. Advice was given to the customer to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.